Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden spike in pacing impedance measurements. Technical services advised rv pacing impedance measurements are high out of range. An x-ray was completed and the physician provided the helix is all the way extended. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden spike in pacing impedance measurements. Technical services advised rv pacing impedance measurements are high out of range. An x-ray was completed and the physician provided the helix is all the way extended. Additional information from the field representative provided an x-ray was completed which appeared to show this rv lead had micro-dislodged. A procedure was completed and this lead was repositioned successfully. This rv lead remains in service. No additional adverse patient effects were reported.